Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to complete a datas ync following the 1.11 upgrade. An error message stating full download failed was observed. Attempts to manually initiate the sync were made; however, the issue persisted. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed database synchronization post upgrade. A technical support specialist informed that the support engineer updated the transport layer security (tsl) settings, and the tss remoted into the station afterward to complete a full database synchronization. The system functioned as intended after the technical support specialist troubleshot the device.